Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the end of a biventricular device implant once the rv lead was plugged into the device, a decrease in r-waves, no capture and slight increase impedance were observed. The echocardiogram revealed that the lead had made a small perforation in the heart but did not cause a pericardial effusion. The lead was pulled back and repositioned. The patient is in stable condition.